Event description:
The health care provider reported that the patient cannot walk after pump implantation yesterday. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8709sc, lot # h816695902, implanted on: (B)(6) 2012 explanted on unknown. (B)(4).

Manufacturer narrative:
(B)(4).